Manufacturer narrative:
The subject device is not available.

Event description:
During the embolization procedure inside the patient, it was reported that the subject coil was stuck when advancing out from the microcatheter and the main coil was mechanically detached in the microcatheter. Therefore, the physician retrieved the coil with the microcatheter from the patient and completed the procedure successfully with a new coil. No clinical consequences reported to the patient.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition after unpacking, the device was prepared as per the dfu and the continuous flush was not maintained. Based on the information currently available, it is most likely that the main coil jammed while advancing through the hub of microcatheter due to lack of continuous flush maintained during the procedure contributing in premature detachment or separation, as per dfu maintaining continuous flush throughout the procedure is a critical requirement as absence of it can cause increased friction, leading to the reported main coil prematurely detached/separated inside patient and coil jammed. Therefore, an assignable cause of ¿user error¿ will be assigned to reported event, as the investigation confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Event description:
During the embolization procedure inside the patient, it was reported that the subject coil was stuck when advancing out from the microcatheter and the main coil was mechanically detached in the microcatheter. Therefore, the physician retrieved the coil with the microcatheter from the patient and completed the procedure successfully with a new coil. No clinical consequences reported to the patient.